Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer's blood glucose level ranged from 158-159 mg/dl. Reportedly, the customer primed the tubing to resolve the issue.